Event description:
It was reported to philips that there is an issue with the ippc, resulting in an impact on the system boot process. The system was not in clinical use curing the event. No harm was reported to the user and the patient. Philips has started an investigation of this complaint.